Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) failing intermittently after update. A technical support specialist (tss) deployed the bio ID package successfully, and after rebooting the station, the bio ID functionality was restored and worked as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es following the es v1.11 upgrade, the biometric identifier (bio ID) scanner was not responding to finger scans despite multiple attempts and basic troubleshooting. However, there were no delays, adverse events or injuries reported based on this event.